Event description:
This is a spontaneous case report received from "a other" in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 to prevent pregnancy. The consumer reported after implantation, she began to bleed which she was told was normal. She bled for months and months and months to which she started to seek help from an outside provider. A physician did pelvic exams swabs and bloodwork and she was told she had elevated white blood cell count, an infection and was becoming anemic. She took antibiotics and he recommended trying and stopping the bleeding by performing uterine ablation; she reported it lessened the bleeding for a while but ultimately bleeding returned. She then tried hormone therapy to help regulate a normal cycle a failed attempt, almost 4 years after essure implantation, she was still experiencing abnormal extended period duration and infections, during menstruation, she passed large blood clots which she never had with her pre-essure menstrual cycle. Aside from prolonged bleeding and infections, she was also experiencing headaches, extreme fatigue, pelvic pain, back pain, painful/bloody intercourse (even when not menstruating), and cysts on ovaries, abdominal swelling and anxiety related to all of these conditions. She stated that before essure, she was full of life. The consumer had ultrasound done due to pain and bleeding during intercourse and passing large golf ball sized clots with period at her annual visit to the doctor; the coil was found to be migrated out of tube and embedded in her uterus. The physician recommendation was to remove essure via partial hysterectomy. The pre-op was scheduled for 2015 and hysterectomy surgery also scheduled for 2015. The consumer stated her right tube was not being fully blocked and that she was most likely miscarrying. Since finding this she had to use backup birth control and low and behold the clotting has stopped however she still needed a hysterectomy to safely remove the embedded device. Follow-up information received on 14-apr-2016: quality-safety evaluation of product technical complaint:the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure inserted and since then began to bleed. She bled for months and months and uterine ablation was done; she reported it lessened the bleeding for a while but ultimately bleeding returned. Also, she stated the coil was found to be migrated out of tube and embedded in her uterus and since her right tube was not fully blocked, she was most likely miscarrying. These events, interpreted as genital haemorrhage, device embedment, pregnancy and spontaneous abortion are listed in the reference safety information for essure, excluding spontaneous abortion. Pregnancies have been reported among women with essure micro-inserts in place. Although in this case, the essure embedment could have contributed for pregnancy occurrence, the exact date and circumstances of this event (if it was before the conception or not) were not informed. Therefore, the possibility of device inefficacy cannot be excluded. In addition, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations. In this case, the gestational age was not provided. Nevertheless, the possibility of mechanical interference from essure in early pregnancies is very unlikely, consequently causal relationship with essure use is assessed as unrelated considering the fact that genital bleeding may occur during essure use and the close temporal relationship, causality cannot be excluded. This case is regarded as incident, due to the serious injury reported. Based on the available information, no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information can be obtained.

Manufacturer narrative:
Follow-up information received on 14-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure inserted and since then began to bleed. She bled for months and months and uterine ablation was done; she reported it lessened the bleeding for a while but ultimately bleeding returned. Also, she stated the coil was found to be migrated out of tube and embedded in her uterus and since her right tube was not fully blocked, she was most likely miscarrying. These events, interpreted as genital haemorrhage, device embedment, pregnancy and spontaneous abortion are listed in the reference safety information for essure, excluding spontaneous abortion. Pregnancies have been reported among women with essure micro-inserts in place. Although in this case, the essure embedment could have contributed for pregnancy occurrence, the exact date and circumstances of this event (if it was before the conception or not) were not informed. Therefore, the possibility of device inefficacy cannot be excluded. In addition, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations. In this case, the gestational age was not provided. Nevertheless, the possibility of mechanical interference from essure in early pregnancies is very unlikely, consequently causal relationship with essure use is assessed as unrelated considering the fact that genital bleeding may occur during essure use and the close temporal relationship, causality cannot be excluded. This case is regarded as incident, due to the serious injury reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.